Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification at the output was also observed. Both caps remain attached. The cap adhesive zone was found to be heated to the point of burning, resulting in the fiber/glass cap becoming loose within the metal cap and the fiber to rotate off center. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in forward-firing condition of the side-firing surgical fiber. The most probably root cause of the fiber cap issue was determined to be localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure,the fiber cap was damaged at 535,00 joules of use. The procedure was completed using a second fiber. Outcome: "no damages to patient".